Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), short and restricted posterior leaflet, rotated heart for a mitraclip procedure. During the procedure, it was difficult to grasp the posterior leaflet after several attempts and was difficult capture the leaflets. Physician decided to remove the clip from the patient. While removing the clip out, it was caught on the tip of the guide, and it got hung up. Clip was snared from the left groin and pulled into the sheath and removed. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.